Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system - battery : battery / (B)(4) / model #: 1650- / expiration date: 2018-05-31 UDI #: (B)(4), mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650- / expiration date: 2018-06-30 UDI #: (B)(4), mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system - battery : battery / (B)(4)/ model #: 1650- / expiration date: 2018-06-30 UDI #: (B)(4), mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system - battery : battery / (B)(4) / model #: 1650- / expiration date: 2018-05-31 UDI #: (B)(4), mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system - battery : battery / (B)(4)/ model #: 1650- / expiration date: 2018-08-31 UDI #: (B)(4), mfg date: 2017-08-31. (B)(4). Heartware ventricular assist system - battery : battery / (B)(4)/ model #: 1650- / expiration date: 2018-08-31 UDI #: (B)(4), mfg date: 2017-08-31. (B)(4).

Event description:
It was reported that the battery connector guides were completely worn down on all batteries and that the controller had a bent pin on one power port. The patient was educated on making good connections between the batteries and controller. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (con309906) and six batteries (bat555813, bat556179, bat556180, bat555801, bat585257 and bat585240) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries¿ output cable connectors were found worn out. Failure analysis of the returned controller revealed a bent pin on power port one (1) of the controller; the bent pin did not allow a battery to properly connect to a controller. As a result, the reported event was confirmed. Visual inspection under 10x magnification also revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. The most likely root cause of the reported damaged connectors on the batteries can be attributed to wear and/or handling of the devices. The most likely root cause of the reported bent pin can be attributed to a misalignment between the power port and battery output connector. An internal investigation was opened to investigate bent/damaged pins with controller 2.0. Based on an evaluation conducted under an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller failed visual inspection. The reported complaint was confirmed. Investigation is ongoing. Additional products: battery (B)(4). D10: yes, return date: 2018-01-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 product event summary: the returned battery failed visual inspection. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 product event summary: the returned battery failed visual inspection. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 product event summary: the returned battery failed visual inspection. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 product event summary: the returned battery failed visual inspection. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 product event summary: the returned battery failed visual inspection. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 product event summary: the returned battery failed visual inspection. The reported complaint was confirmed. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.